Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" tested one specific patient using same meter and got 1.5 inr and 3.8 inr next day, same time.

Manufacturer narrative:
Inratio precision data provided by end-user: first test inr = 1.5, second test inr = 3.8, mean = 2.65; sd = 1.63; %cv = 61.4%. The %cv of 61.4% is greater than 20%. The precision criteria are not met. Product testing is required. However, no strip lot was provided. Further investigation cannot be performed at this time. No product is expected to be returned. Data from a day apart. If the time elapsed between readings exceeds three hours, the manufacturer believes there is a high possibility that the discrepancies are due to changes in the status of the pt. No tracking can be performed because strip lot number was not provided by customer. This failure mode will continue to be monitored to determine whether future corrective action is warranted.